Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: the hcp successfully completed venipuncture and catheter placement; however, when pressing the button, the needle was not retracted. The hcp bent the needle of the affected product for a safety purpose.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard 24ga unit in an opened package from material 381812, lot number unknown. In addition, three photographs were submitted which displayed similarities to that of the returned unit. A visual/microscopic evaluation was performed on the returned sample where the white button was observed depressedand the needle was not retracted. A small amount of media in the flashback chamber was also observed. The needle was bent at the notch, which, as follows from the verbatim, was done by the customer for safety reasons. The visual/microscopic evaluation did not reveal any mechanical/physical damage to the spring, needle, hub, or grip. Further microscopic evaluation for adhesive around the button was performed and extra adhesive was observed on the inside of the small flange of the white button. The reported issue was confirmed as extra adhesive can prevent the full retraction. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment. DHR could not be performed due to the unknown lot#.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: the hcp successfully completed venipuncture and catheter placement; however, when pressing the button, the needle was not retracted. The hcp bent the needle of the affected product for a safety purpose.